Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received continuing occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl at its highest and the customer delivered correction boluses, administered injections and changed supplies to address the elevated bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.